Event description:
As reported to coloplast, a physician reported leakage of a testicular prosthesis, which reportedly ruptured spontaneously a few days after implant.

Manufacturer narrative:
One testicular device was received for eval. Investigation results are pending. A follow-up report will be filed.